Event description:
It was reported that pump experienced repeated malfunctions with malfunction code 12 and fault ID 0x2071, with at least three prior occurrences and no notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer chose to continue using current pump and planned to rely on alternate method if necessary.